Manufacturer narrative:
This MDR is being submitted under the correct device to replace MDR 1220648-2025-46934 which was previously submitted filed with the incorrect device serial number, date of event, and date of awareness due to an administrative error. The initial MDR was filed within the required reporting timeframe, therefore this replacement MDR is not considered late. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy and cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. Prior to impella insertion, balloon aortic valvuloplasty was performed. A 0.018 guidewire was inserted, and the pump was attempted to be inserted over the wire, however a second bav was required. On the second attempt, a 0.027 guidewire was placed and the impella 5.5 was successfully inserted. It was noted that the medical team was unable to rotate the pump, however the inlet was free of all mitral and wall structures. Slight oozing was observed at the impella access site, and the physician noted that it was not related to the anastomosis site, but the amount of heparin given to the patient for the procedure to achieve a high activated closure time. On the 26th day of support, there were reported retrograde flow alarms when the p level was decreased to p3 and the flow was increased on the pump. Three days later, retrograde flow alarms were reported to occur intermittently, and self-resolved. On the 33rd day of support, the patient¿s nurse reported that there were battery low alarms from the automated impella controller (aic). Connections were all checked and verified they were all in place and appropriate. The issue was self-resolved, and the unit began recharging. The nurse was instructed to plug the aic directly into a wall outlet and to have a back up aic ready in case of failure. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complications. This complaint involves two impella devices: impella 5.5 with serial number (B)(6), automated impella controller with serial number (B)(6). This MDR specifically addresses automated impella controller with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.